Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x20mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x20mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported. The device was returned for analysis. A visual examination of the stent found damage to distal stent row 1 with a stent strut connector broken and deformed. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is adverse event related to procedure.